Manufacturer narrative:
Product analysis: plus side of the patient cable was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) and temporary pacing cable experienced pacing failure intermittently during use. The epg and cable were replaced and inspection was requested. The epg and cable were returned for servicing. No patient complications have been reported as a result of this event.